Manufacturer narrative:
The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip can not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode bent-severely instrument grip -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not keep the jaws open. Normally, the jaws of the medium-large clip applier instrument would remain open until the surgeon places the instrument to apply the clip. The user completed the procedure and no known impact or patient consequence was reported.